Event description:
It was reported that as a result of an elevate anterior graft implant the pt has suffered infection or inflammation, tissue abrasion, severe permanent bodily injuries and has experienced significant mental and physical pain.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.